Event description:
It was reported that during a left heart percutaneous transluminal coronary angioplasty (ptca) procedure, withdrawal difficulties were encountered, a previously implanted stent was explanted and vessel dissection occurred. The patient had a full metal jacket going through the left anterior descending (lad) artery. The 80% stenosed lesion was located in the mildly calcified proximal diagonal artery (dx) and 80% stenosed lesion was located in the mildly calcified ostium of the dx. The first diagonal artery was predilated with an unspecified maverick balloon catheter. Upon attempting to deliver a 2.25mm x 12mm taxus atom stent to the diagonal artery, the stent struts of a previously placed stent inhibited crossing into the diagonal artery. The physician decided to use a 2.25mm x 6mm flextome monorail cutting balloon to cross the stent struts to the diagonal artery. The flextome monorail cutting balloon crossed with ease and the proximal diagonal artery was dilated by inflation the cutting balloon five times to 10atms. The cutting balloon was deflated completely; however, upon withdrawal, the cutting balloon could not cross back through the struts of the stent. The physician attempted to reinflate and rewrap the cutting balloon several times but the cutting balloon could not be removed. The physician ultimately removed the cutting balloon along with one unspecified previously implanted stent; a vessel dissection occurred. The flextome monorail cutting balloon could not be pulled back into the guide catheter; therefore, the entire system was removed as one unit through the 6fr sheath. The physician rewired the vessel and implanted the 2.25mm x 12mm taxus atom stent that was previously unable to cross. A 2.75mm x 20mm quantum balloon catheter was used to dilate the lesion in the mid lad. An intravascular ultrasound (ivus) imaging was performed followed by an implantation of a 4.0mm x 28mm promus stent over the dissection. The procedure was successfully completed with a different device. No further patient injuries or complications were reported. The patient's status was reported as "stable - no issues."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.